Event description:
The customer reported that the 840 ventilator had an erratic display. No patient involvement. The customer reported to have replaced the touch frame pcb. The ventilator passed all testing. Covidien was not authorized to service the device.